Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. As received, the rear response button was non-functional. Upon investigation, the rear response button cable was unplugged from the c/a board. The root cause for the unplugged cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor's response buttons were non-functional.